Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative:. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced inflammation and elevated iop. Reportedly, "persistence ac reaction." Medication as provided.

Manufacturer narrative:
3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: persistent postoperative inflammation was observed. No diagnostic cultures or treatment were performed. Cause of the event is unknown. Reportedly, "persistent anterior chamber reaction despite on topical corticosteroid since surgery day. Otherwise, unaided vison remains good. No eye redness or discomfort. He also developed secondary high iop, most likely due to steroid usage." Claim# (B)(4).

Manufacturer narrative:
B5: the lens was explanted. Claim# (B)(4).

Manufacturer narrative:
Correction: d4 vicm5_12.6. Claim# (B)(4).